Event description:
It was reported that a device battery alarm was not working. There was no pt injury reported.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.